Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. In 2005 a 3.0 x 20 mm maverick balloon was used to pre-dilate the much calcified, 85% stenosed lesion which was located in the posterior descending artery (pda.) Four taxus express2 stents were placed in the distal pda bifurcation. The physician was unable to remove the balloon out of a 3.0 x 20 mm taxus stent, which was placed overlapping in the middle of the other stents. The cause of the sticking stent delivery system is unknown. He tried to pull negative and then double negative but the balloon would not release. Then he dialed down, advanced forward and re-inflated the balloon multiple times. This allowed the balloon to be partially pulled out of the stent; therefore, the physician attempted the same maneuvers with a little success. The pt was going to be taken to surgery, when the physician attempted one more time and the stent delivery system was removed. It took approximately 45 minutes to remove the balloon in which time the pt experienced symptoms including chest pain, st elevations, and their blood pressure dropping. Although the balloon was completely deflated, it was still limiting some blood flow. It was reported the pt recovered without sequela.